Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from march 12, 2020 - march 17, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak between the spike port tube and the spike port, not at the additive port. The reported leak was verified at the spike port bonding area. The cause of the leak could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked around the additive port. This was identified during mixing. There was no patient involvement. No additional information is available.